Event description:
Reported events of "excessive dry peeling skin on my face¿, ¿acne¿, ¿hair loss¿, ¿cold hands and feet¿, ¿abc lesions on my breast¿, ¿lesions head to toe on my body¿, ¿ringing in my ears¿, ¿blurred vision¿, ¿brain fog¿, ¿dermatographia¿, ¿miscarriage¿, ¿chronic infections¿, ¿lupus¿, ¿fibromyalgia¿, ¿bone aches¿, ¿muscle aches¿ and ¿migraines¿ are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.3.

Manufacturer narrative:
In response to FDA report number mw5085229. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was deflation and capsular contracture baker grade unknown.

Event description:
Patient reported, via voluntary medwatch, a right side "rupture of my saline implant¿, ¿grade 4 capsular contracture¿, ¿lumps in the right breast¿, lymph nodes were swollen including thighs and under my armpit¿, chronic skin rashes, and rashes¿. Device has been explanted.